Event description:
The customer contacted arjo to report that the maxi sky 2 bottom cover had detached, exposing the internal wiring. There was no indication that the device was in use at the time of the event, and no injuries were reported.

Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. During the visit to the customer site, the arjo technician confirmed that the bottom cover of the maxi sky 2 ceiling lift had detached. The device evaluation did not reveal any component issues or problems with the mounting points. The cover was reattached. The investigation determined that the maxi sky 2 bottom cover detachment was most likely related to post service installation issues or operational factors. Damage to the mounting points was excluded based on the post event evaluation. However, improper installation during the service performed five days prior to the incident remains a possible root cause. Additionally, unintentional impact or repeated movement along the rail could have contributed to loosening of the cover. As there were no impact marks visible on the cover, both possibilities remain plausible and cannot be definitively excluded. The maxi sky 2 instructions for use (IFU, 001-15698-en rev. 15 from nov/2022) highlights that visible damage or missing parts must be identified before use: ¿inspect for evidence of external damage, missing parts or broken panels.¿ the maintenance and repair manual for maxi sky 2 (001-15697, rev. 14, apr/2024) highlights the requirement to correctly mount and clip the bottom cover. There was no indication that the maxi sky 2 was in use for a patient transfer when the cover detached, meaning the device did not meet its specifications at the time of the event. The device evaluation did not reveal any component issues or problems with the mounting points. The complaint was decided to be reportable due to the bottom cover detachment.